Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to the manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with one of the washer-disinfectors, 8668. The first customer allegation was that the unit failed tosi test. The technician arrived on site, and found that the detergent tubes are squeezed, and due to this fact enzyme detergent was not pumped properly to the chamber. We were not able to confirm how long the issue with detergent dosing was present on the device. Also we do not have any information if and how often the user checks the cycle results. We were not informed about any adverse consequences related to this issue, however, we decided to report this complaint in abundance of caution and based on the potential that any ineffective cleaned goods could be used to the patients¿ treatment, and could be the source of cross-infection.

Manufacturer narrative:
During the course of a complaint investigation for a 2017, type 8668 washer disinfector, we were able to establish that the detergent hose in the pump was squeezed. The detergent was most likely not pumped during the washing cycle and therefore the cleaning and disinfecting process could have been affected. This is not to manufacturer specification. Upon the event occurrence the device was not being used for patient treatment, as far as we have been able to establish. The complaint was decided to be reported to authority in abundance of caution. From further investigation it appears that the issue with the hose happened as a result of the normal wear of this part, which according to the service manual should be replaced yearly. The unit was not under getinge service agreement and we do not have any information about this part service or replacement since the installation of the device in 2017. The technician, who detected the issue was able to solve the problem by changing the affected part for the new one and put the device back in use. The most likely root cause was defined as lack of maintenance. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number (B)(4).